Event description:
It was reported during in clinic follow up that the right ventricular lead had delivered an inappropriate shock. This shock was due to oversensing of lead noise. High pacing impedance was also noted. Lead fracture was suspected, but not confirmed. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.